Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd879171 and gd878223 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient made mistake/touch contamination and peritonitis coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis when he went for catheter replacement surgery. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient was treated with unspecified antibiotics for five weeks. The outcome for the made mistake/touch contamination was not reported and the peritonitis was recovering. Action taken with dianeal therapy was not reported. The nurse stated the peritonitis was not related to dianeal therapy. The consumer stated that peritonitis was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination. Concomitant medications were not reported.